Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, unexpected restart test and all operating current test were normal. No blank display or display anomaly noted during testing. The insulin pump was received with minor scratched display window, cracked at display window corner and cracked reservoir tube lip. No damage inside pump noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was failing. The customer reported that the insulin pump does not turn on. The customer's blood glucose was 387 mg/dl at the time of incident. The insulin pump will be returned for analysis.